Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
The physician reported that during vitrectomy surgery, the cutter failed to operate when activated. Upon attempting to restart the system, an advisory alert occurred, stated that the cutter no longer available. The surgery was successfully completed the same day using an alternate system, causing no impact on patient.